Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal sufentanil 5000 mcg/ml at a dose of 4,316.6 mcg/day via an implantable pump. It was reported that the patient's pump was refilled with 40 ml of medication on (B)(6) 2026. At the time of the replacement procedure on (B)(6) 2026, the expected volume was 36.7 ml and the actual volume was 11.1 ml. It was stated that the hcp wanted the pump to be analyzed to determine if any tampering had been performed. Diagnostics/troubleshooting performed included reading the pump before the replacement procedure to obtain all information. The hcp successfully aspirated the catheter before disconnecting. It was communicated to the surgical tech that they were expecting 36.7 ml from the pump. The surgical tech accessed the pump with a 22g needle and 20 ml syringe from the new pump and drew back and held for a while and noticed that only 10 ml had come out and was getting air bubbles. The tech withdrew and pushed air out of the syringe and accessed again to draw out more. They were able to get 1.1 ml at the end with a total of 11.1 ml. This was communicated to the hcp and the tech was instructed to flush the needle with preservative-free (pf) saline and access again. The tech performed the steps and no additional fluid was removed. The tech repeated the steps one more time and confirmed 11.1 ml was the total removed from the old pump. The 11.1 ml was then transferred to the new pump. It was stated that the patient had refills performed at home. The hcp spoke with the nurse and she confirmed that she filled the pump on (B)(6) 2026 with exactly 40 ml and had only about a 0.5 ml discrepancy. The nurse reported no issues with access and no signs of filling the pocket. The patient also presented and reported no signs or symptoms of possible overdose or underdose. It was unknown if the issue resolved at the time of the report. It was further reported that there were noticeable scratches located on the pump and the hcp wanted to know if they were from routine refills or if possible, tampering with other needles. In addition, the hcp would like to know if and how many mls of medication was found and retained in the pump. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the reason for the replacement procedure on (B)(6) 2026 was due to the pump reaching elective replacement indicator (eri). It was further stated that there was no pump issue. When asked if the replacement pump resolved the volume discrepancy and difficulty aspirating the pump, it was stated that there were no difficulties aspirating the pump and there had been no previous discrepancies.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.